Event description:
It was reported that an unspecified bd lutonix¿ drug coated balloon pta catheter leaked. The patient did not have his treatment. The following information was provided by the initial reporter, translated from french to english: while trying to rinse, we discover that the antireflux does not pass and leaks.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified bd catheter leaked. The patient did not have his treatment. The following information was provided by the initial reporter, translated from french to english: while trying to rinse, we discover that the antireflux does not pass and leaks.

Manufacturer narrative:
The following fields were updated due to corrected information: b.5. Describe event or problem: it was reported that an unspecified bd catheter leaked. The patient did not have his treatment. The following information was provided by the initial reporter, translated from french to english: while trying to rinse, we discover that the antireflux does not pass and leaks. D.1. Medical device brand name: unspecified bd catheter. D.2. Medical device type: unknown. D.2. Common device name: catheter. H.6. Investigation: details of the lot number and material number were not provided by the customer, however it was indicated that leakage was observed. No further information was available to assist the investigation in this instance. As the legal manufacturer of the product could not be determined, it has not been possible to determine a definitive root cause for the customer's experience. Furthermore the lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.